Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 429 mg/dl at the time of incident. The customer¿s another blood glucose value was 386 mg/dl. The customer did experienced symptoms such as brain fog and dry mouth due to high blood glucose value. The customer treated high blood glucose with manual injection and insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was not using auto mode at the time of incident. Customer alleged that the insulin pump was under delivering as customer was blousing still blood glucose was not going down. Customer was performed high pressure test and it was passed. Troubleshoot was performed and the customer will discontinue use of the device.